Event description:
Glucose results in 2004, at 7:09am and 7:19am appear under a different meter name in the suspect device than they were performed on. Results were performed on meter a, but appear in the suspect device as being performed on meter b. Result performed on meter c appear in the suspect device as being performed on meter d. The devices were replaced and data bases were retrieved for evaluation. No treatment alleged.